Event description:
User received erroneous low sodium results for approx 12 pt samples when compared to running the same samples on another analyzer. Differences in recovery were estimated to be 507 mmol/l. Only one example was provided. The sample initially reported 128 mmol/l and when repeated on another analyzer, it reported 136 mmol/l. None of the erroneous low pt results were reported. The field service rep could not determine a cause, but noticed an increase in the slope after performing an electrode etch. He also checked the ise mix and dry function. Performance tests were performed.